Manufacturer narrative:
Concomitant product(s): a 6996sq41 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked. The right ventricular (rv) lead had fractured and had high and undefined pacing impedance. The lead was explanted. No further patient complications have been reported as a result of this event.